Manufacturer narrative:
A review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), specifications, and quality control of the returned device was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed; however, a document-based investigation was performed. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. However it is plausible to suggest that this incident was technique related or human anatomy related. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The product will not be returned for evaluation. A review of the complaint history, device history record, IFU and quality control of the reported device was conducted. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident. This event is still under investigation at this time.

Event description:
It was reported that an advance 35 low profile balloon catheter was being used for pre-dilation of an in-stent occlusion of an iliac artery when the balloon ruptured. (1820334-2017-00704) it is unknown in which direction the balloon ruptured. An attempt was made to use a second balloon catheter; however it ruptured also. (1820334-2017-00705) another manufacturer's device was then used to perform pre-dilation. After another manufacturer's stent placement, and during post-dilation, the vessel ruptured. A stent graft of another manufacturer was then placed to complete the procedure. There have been no adverse effects to the patient reported.